Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level of 29 mmol/l. The customer's other blood glucose level was 17.1 mmol/l and 17.7 mmol/l. The customer received a bolus not delivered alarm on the insulin pump. The insulin pump failed the displacement test. The customer declined the troubleshooting for high blood glucose. The device is not expected to be returned for analysis.